Event description:
It was reported that during normal follow-up, externalized conductors were observed. No electrical anomalies were detected. Lead was capped and replaced. Patient condition was good.